Manufacturer narrative:
The manufacturer has made over five attempts to obtain details from the facility, including more information about the model and manufacturer of the involved endoscope(s). The manufacturer has learned that the procedures were endoscopic retrograde cholangiopancreatography (ercp) in the timeframe of july or august 2016. Although the manufacturer still does not know the model/manufacturer of the device(s) involved, this report is submitted to represent the second patient involved. The manufacturer does not have information about the model or producer of the device(s) involved in the reported endoscopy procedures. However, this hospital has previously purchased endoscopy equipment. The manufacturer is also aware that the user facility has used other servicing providers for repairs and cannot rule out third party repair work or third party parts as a contributing factor to this event. This manufacturer does not sell parts or provide training to external facilities.

Event description:
The manufacturer became aware of this incident from the below episode of marketplace. Please refer to the link below: https://www.cbc.ca/marketplace/episodes/2017-2018/testing-shrimp-for-superbugs the manufacturer is submitting two additional reports regarding the two patient infections after an endoscopy procedure. It was reported that the infection was from new delhi metallo escherichia coli, which is a carbapenase-producing organism. This is complaint number 2 of 3.